Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequence.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed 2 fill tubings on the pump. Review of pump data was unable to verify a second fill tubing event. Tandem's technical support confirmed with the customer that both fill tubings occurred on the same day. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.